Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the device was used off label in the right external carotid. A .014 guide wire and accunet were used with this balloon. It was inflated to 8 atm; however, the balloon ruptured and an air embolus was noted. No pt effects were reported. No additional event or pt info is available.